Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection was performed and found that the sensor wire is missing from the sensor pod. The reported event of a missing or detached wire was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a missing sensor wire and an adverse event. Date of issue is an approximation. The sensor was inserted into the arm on (B)(6) 2017. The patient's mother reported that after day 4 of wearing the sensor, an unknown error occurred on the receiver. Due to values not displaying on the receiver, the patient removed the sensor wire on (B)(6) 2017 and upon removal of the sensor, the sensor wire was missing and was believed to be retained in the patient's skin. It was indicated that the patient had an x-ray performed and the x-ray image did not show a retained sensor wire. At the time of contact, the patient was doing good. Additional patient or event information is not available. A device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.  The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.